Manufacturer narrative:
(B)(4). Investigation summary the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". / external physical damages (probably from dropping) / minor physical damages on surface area; no interference with function of unit / unit modified acc. To guideline of manufacturer / minor damage to surface varnish / the safety test (iec 60601-1 / iec 62353) was performed according to the manufacturer's instructions with supplied replacement accessories. / missing accessories completed / 24-hour continuous test completed / functional test performed / electrical safety test acc. To iec 60601-1 completed / accessories checked / hipot test completed / functional test acc. To test procedure completed / damaged pcb main assy replaced / upgrade of ees-generator g11 "software" acc. To sb 17-003 performed / earth connection loose - the fixing nut for earth ground wire has been tightened / the plug for connecting of the handpiece is defective - renewed / harmonic device connector "hga" is defective - renewed / cause code: facility-related issue (3212) / tracking information: ups std - 1z7ev9816853464801 the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure no cable was recognized in the device. No further information is available.